Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 50 mg/dl. Customer had lost consciousness and maybe had a seizure due to low blood glucose. The customer anticipated the low blood glucose, they ate food to bring up their blood glucose but the carbohydrates were not absorbed by the body until after the low blood glucose level. The customer stated they were treated on site, paramedics were dispatched, but the customer was taken home by their mother who is a nurse. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.